Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was broken upon arrival. The event occurred upon receipt or unpacking. There were no reports of patient involvement.